Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the customer changed the infusion set, and the high pressure test was performed, but the insulin pump did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.